Event description:
In 2000, pt presented for a tumt to treat his bph. The site reported that following the treatment, the catheters foley balloon had a pinhole leak located near distal ligature. Transurethral ultrasound was performed at insertion and 9 minutes and 23 minutes into the 30 minute treatment. Trus showed balloon inflated and in good position. Physician used the butterfly marker on the catheter and position remained unchanged during treatment. This event is being reported as a similar event could cause a serious injury.